Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the set screw left "duck tail" behind. The metal peeled right off the set screw and the surgeon had to try and retrieve the metal that had been left behind. This happened as the surgeon was trying to place the set screw into the head of the screw. The product came in contact with the patient. It was reported unknown whether fragments of the implant remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual and microscopic examination of the returned set screw identified the upper flanks of the set screw surface is skived, starting at the start of the thread, with a thin portion of the upper flank removed. The lower flank of the thread appears to be undamaged. This damage is consistent with overloading the set screw thread due to incomplete seating of the rod in the mas saddle.